Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 0135774. Medical device expiration date: 2025-04-30. Device manufacture date: 2020-05-14. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that syringe 1ml s/t w/ndl 27x1/2 rb was used and the patient experienced hyperglycemia. This was discovered after use. The following information was provided by the initial reporter: material no. 309623 batch no. Unknown (reported 0135774). 1 of 3: it was reported that blood sugars have been elevated. Stated on (B)(6) 2020, levels were 182 and 383. Verbatim: spouse of consumer reported they received a supply of completely new syringes and consumer's blood sugars have been elevated. Stated one day consumer's blood sugar was 300 and one day it was 280. Stated on august 9, 2020 it was 182 and then 383. Stated on august 10, 2020 it was 255. Stated no one showed them how to use the new syringes and they are not using them anymore. Stated they still have some of the previous syringes and they are going to use them because consumer's blood sugars are fine with those syringes. Spouse is going to call insurance company to inform that they received different syringes and inquire about obtaining the previous syringes.